Event description:
Contact reported that an x-ray taken 3-weeks post-op, showed one of the fours screw used was backing out (2mm). Procedure was a c5 vertebrectomy & strut graft. Plate used was 3-level (1865-02-032) at c4-c6. As surgical intervention may be required an MDR is being filed to document this event.